Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hv1000 integration system and found that there was no control to switch the video on the monitors and that the monitor was displaying distorted images. The technician replaced the touch panel, rerouted the hdmi cabling, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that their hv1000 integration system is going black intermittently and that the monitor is "tearing". No report of injury or procedure delay.